Event description:
It was reported that there were concerns of ventricle perforation with this recently implanted right ventricular (rv) lead, after a chest tomography scan. The rv lead was successfully explanted and successfully replaced with another rv lead of the same model. Upon the removal of the rv lead, the transesophageal echocardiogram (tee) showed no signs of perfusion. This rv lead is not expected to return to boston scientific. No additional adverse patient effects were reported.